Event description:
Clinical report states a revision due to aseptic loosening

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices and x-rays associated with this report were not returned. The retained cement samples were conditioned and tested at an ambient temperature of (B)(4). All handling and mechanical strength results were reviewed and they are all within specification. A search of the complaint database found no prior reports for loosening for both of the reported part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Update - (B)(4) 2013: patient's medical records were received (B)(4) 2013. There is no new information that changes the MDR decision. Medical records and x-rays were obtained and reviewed. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Clinical report states a revision due to aseptic loosening. **update** - 03/13/2013 patient's medical records were received (B)(4) 2013.

Manufacturer narrative:
This is a duplicate report of 1818910-2011-11020. This report, 1818910-2012-23601 will be kept for investigational purposes. A separate follow-up report will be submitted to reject 18910-2011-11020. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.